Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported at a recent dental exam periodontal charting and notes were done. Their dentist advised them that they are starting to get moderate gingivitis possibly due to the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.